Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced low blood glucose of 49 mg/dl. Customer was treated with food. Customer was using automode at time of reported event and has been using insulin pump within 48 hours of reported event. Customer stated that insulin pump did not alert low reservoir. Customer did not allege over delivery on insulin pump. Customer performed self test and passed the test. Insulin pump will not be returned for analysis.